Event description:
It was reported that the patient received inappropriate shock therapy due to supra ventricular tachycardia with rapid ventricular response. The physician elected not to make any programming changes and adjusted the medication. The patient was stable after the event.